Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised that charging supplies would be replaced by technical support and to use multiple daily injections if pump battery depleted before replacement supplies were received.